Event description:
Mother reported that when the customer attempts to bolus and presses the button the insulin pump does not respond. It was noted that the keypad on the insulin pump was unresponsive. Customer's blood glucose reading at the time of the call was 267 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to an unlocked connector at the liquid crystal display board. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads and broken battery tube threads.